Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized three times in the past week for low and high blood glucose. The caller stated that the first high was 1500mg/dl, the second time was due to low glucose of 33mg/dl, and the last time was 244mg/dl. The customer experienced symptoms of dry mouth, low tingling lips, and blurred vision. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and high pressure test and passed. Advised the customer that the insulin pump is functioning as designed. No further information was provided.